Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is reporting that the inflatable penile prosthesis (ipp) is now shorter than he was before. His ipp does not fit right in a vagina and there is no sensation. The patient will have a follow up appointment with the doctor on (B)(6) 2021.